Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
While in use for the first time since received ratchet piece did not hold in place as it is supposed to. Locking button on sliding piece does not lock down which allows the slider to move freely rather than locking in place. There was a replacement retractor readily available so this did not delay the procedure. On (B)(6) 2016 customer reports device would not hold femur in place. No harm done

Manufacturer narrative:
On 5/18/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - upon receiving the unit, engineering noticed that the ¿compression spring¿ was not encapsulated within the allocated slots/pockets on the ¿stop button¿ and ¿gearbox housing¿. The spring was lying flat at the bottom of the gearbox housing which is the primary cause for the observed non-conformance stated by the customer. Device history evaluation - device history record reviewed for this product ID lot code shows no abnormalities related to the reported failure. The devices manufactured under this lot code passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Conclusion: engineering was able to confirm the customer¿s complaint as stated. The 'compression spring¿ which primarily functions within the ¿gearbox housing¿ on the ¿ratchet mechanism¿, was lying flat at the bottom of the gearbox housing and had been deformed as a result. The compression spring ensures the pawl on the stop button fully engages the teeth on the ¿femur elevator rack subassembly¿, and fully disengages when the stop button is depressed to allow for repositioning. During our assembly process, the operator verifies that the spring is properly seated between the 2 allocated spring pockets on the ¿stop button¿ and ¿gearbox housing¿, and subsequently confirms that there¿s no gap between the installed spring and both mating slots/pockets. As a secondary verification check, the operator holds the assembly with the stop button facing up and confirms the button cannot be lifted and does not fall under its own weight over the installed spring. These checks are also subsequently verified by a quality inspector prior to reception into inventory. It¿s likely the spring was not properly encapsulated in the mating slots during assembly, and upon impact (i.e. Shipping and handling etc.) Resulted in the springs falling out. This however cannot be confirmed. Furthermore, inventory per item ¿compression spring¿ has been inspected and verified to be conforming. This incident will be considered as an isolated incident and monitored for any future trends. In the meantime, all responsible parties (i.e. Assembly and quality) have been notified of the reported non-conformance as a precautionary measure.